Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis patient has had fluid leaks in the past after use while decompressing. The dates of these occurrences and the number of occurrences is unknown. The pdrn stated that the fluid leaks occurred from the baxter bag and connector connection. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported events. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated that the treatments were completed. The pdrn confirmed that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The pdrn confirmed that the connectors were discarded and not available to be returned to the manufacturer for physical evaluation. The lot number of the connectors are unknown.